Manufacturer narrative:
Updated fields: b4, b6 , b7, d10, e2 g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : d5 , g2 , g7. A getinge field service engineer (fse) inspected the unit and determined that the drive valve assembly was damaged. The fse replaced the drive manifold assembly. The unit passed all required performance, functional, and safety tests in accordance with factory specifications. The unit was returned to the customer and is ready for clinical use.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) had an air leak in the loop upon startup. There was no patient involvement.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.